Event description:
The customer contact reported that the device caught on fire. The ac power adapter was in clinical use. After an unspecified length of time, it was reported that the ac power adapter caught on fire. No specific details were provided. Though requested, no add'l info was provided including if the device was replaced to resume the therapy, if there were any reported adverse pt effects, delay in critical therapy to this pt and if medical interventions were required.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer's reported complaint of fire could be determined. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.